Manufacturer narrative:
The meter and strips were requested for return and a replacement meter and strips were sent to the reporter. Only the reporter's meter was provided for investigation where it was tested using retention strips and retention controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.4 inr. Qc 2: 5.4 inr. Qc 3: 5.3 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The results alleged by the customer were observed in the meter¿s patient result memory. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling for error 6: the test strip was touched or removed during the test. Turn the meter off and remove the test strip. Repeat the test using a new test strip and blood taken from a new fingerstick from a different finger. Do not touch or remove the test strip when a test is in progress. Note: for meters with serial number#: (B)(4) and lower: in rare cases, "error 6" may indicate extremely high coagulation times (> 10 inr, < 5% quick). If "error 6" is displayed repeatedly, please contact your physician without delay. Per product labeling for error 5: error applying blood to the test strip. Turn the meter off and remove the test strip. Repeat the test using a new test strip and blood taken from a new fingerstick from a different finger. Occupation was patient/consumer.

Event description:
The initial reporter alleged he received error 6, error 5, and questionable results from coaguchek xs meter serial number#: (B)(4). While troubleshooting, the reporter mentioned a past gi bleed. On (B)(6) 2021, at around 8:14 am, the result reported to be from the meter was 1.7 inr. In the evening, his stool was allegedly full of blood three to four times. On (B)(6) 2021, early in the morning, he allegedly called 911 and was taken to the hospital in an ambulance. At the hospital, he allegedly had 2 or 3 more bowel movements and they could not tell him why he had blood in his stools other than due to warfarin. The reporter alleged he had prostate cancer and he had radiation treatment, which weakened the rectal muscles and blood vessels. He alleged his veins probably broke from a little bit of strain. The reporter was allegedly given 2 units of blood and a unit of saline with vitamin k. They allegedly ran a CT scan and nothing showed. Allegedly, the doctors could not figure out what was causing the bleeding. No inr results from the hospital laboratory could be provided. On (B)(6) 2021, the reporter was allegedly diagnosed as being close to being anemic after he had a gi bleed. The therapeutic range was 2.0-2.5 inr and the reporter tests weekly. Additional information including possible warfarin dose increases prior to the event, actual medication at the time of the event, timelines of the diagnosis of prostate cancer and the radiation treatment, hemoglobin or hematocrit values prior to the bleeding event, possible changes of the warfarin weekly schema, and the therapeutic range after the event was requested from the reporter, but he declined to provide further information. This MDR is being submitted in an abundance of caution.